Event description:
An optometrist reported that a patient who underwent bilateral lasik surgery was diagnosed with asymptomatic diffuse lamellar keratitis in both eyes on the first postoperative day. This report will address the patient's right eye. The magnitude of the dlk in the right eye was stage 2, and there was no visual significance. The patient was treated with topical steroid drops. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).